Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass, however device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace and pin trace keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had faded display. The customer's blood glucose value was 212 mg/dl. Customer said that the screen does not looked sharp and looked dull. Customer stated that she has been experiencing this issue for about two months customer was calling back with blank display after receiving new battery cap. Sometimes the display would show up brightly but most of the time faded. Customer said that she dropped her pumped before several times but never experienced this. The device will be returned for analysis.